Event description:
Patient had a left total hip revision. As the island dressing was being changed, the nurse noted 2 skin tears near proximal area of the incision. It has been recently revealed that in the past month there have been seven patients with skin tears, lesions or blistering/redness upon removal of these dressings. Wound-care nurses have checked with pre and post-op to be sure there have been no changes in procedures or skin prep. There has been no other change except the brand of these dressings. Manufacturer response (as per reporter) for sterile bordered gauze latex free dressing, medline: wound-care nurse discussed with medline representative. Medline representative indicated they had not had any reported skin integrity issues.

Event description:
Patient had a left total hip revision. As the island dressing was being changed, the nurse noted 2 skin tears near proximal area of the incision. It has been recently revealed that in the past month there have been seven patients with skin tears, lesions or blistering/redness upon removal of these dressings. Wound-care nurses have checked with pre and post-op to be sure there have been no changes in procedures or skin prep. There has been no other change except the brand of these dressings. Manufacturer response (as per reporter) for sterile bordered gauze latex free dressing, medline: wound-care nurse discussed with medline representative. Medline representative indicated they had not had any reported skin integrity issues.